Event description:
Treatment of a cavernous (cav) aneurysm. It was reported that a pipeline was implanted on (B)(6) 2012. Post procedure, it was observed that the pipeline had migrated proximally leaving the distal neck of the aneurysm uncovered. The pipeline was removed on (B)(6) 2012 and another pipeline was implanted in its place. A balloon angioplasty was used to achieve full wall apposition (which is an option presented in the instructions for use). The patient had an infarct and required craniotomy evacuation which led to deficits that require physical therapy. Same event as MDR# 2029214-2012-00654.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).